Event description:
Customer reported: we are currently using the airlife nebulizer with air entrainment (ref. 002002) as a large volume nebulizer or cold mist appliance with large bore tubing and a mask interface. The issue that came up is on the nebulizer itself; the blue dial for setting the o2 amount has a ¿notch¿ at the 35, 40, 50 and 70% settings to ¿lock¿ the dial in at those percentages. When we move the dial to 100% there is not a notch to lock the dial at 100%. If the patient is set at 100% and the dial is bumped, it has the potential to move the dial clockwise towards the 35% setting. If the dial moves towards the 35% setting, air is entrained even though it¿s not actually ¿clicked¿ into the 35% notch. If the caregiver doesn¿t notice that the dial has been bumped out of place, the patient potentially will not be receiving the higher fio2 as needed. Lot numbers we have on shelf are  0000493152 and 0000537130.  Additional information received on (B)(6) 2013: the dial moves very easily with almost no effort between ¿stops¿. There are stops at approximately 40%, 45%, 50%,70% and nothing beyond that and the know very easily turns from the 70% to 100% and beyond until you again reach 40% there is a very real potential for the dial to be inadvertently moved fr70% beyond and back to 40% without any ¿stop¿ to prevent the movement beyond 100%.  There is a huge concern for patient safety as a result of this discovery.  This was discovered on a patient that needed to be delivered high concentrations of oxygen and was only getting the 40%.  This was discovered and corrected quickly so that there was no patient harm. Additional information received from customer on (B)(6) 2013: the issue was noticed by the registered respiratory therapist who was transporting a patient from one area in the hospital to another. The patient did not experience any issues due to the therapist being alert to the change in the sound coming from the mist. They quickly noted that the mist was louder than it should have been for being set at 100%. Once noticed the dial was moved back to a true 100%. I¿m not so sure if someone other than a respiratory therapist would have been so alert to the change in ¿sound¿ coming from the mist to realize the fio2 had been decreased before there would have been a compromise to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary:two unopened samples were submitted for evaluation. No issues were found during review of the internal production records for the lot numbers indicated that could result in the reported condition. In addition, the device history record of the cap and dial of this product were also reviewed and no issues were observed. Our manufacturing process was also reviewed and the components are currently being assembled in accordance with our procedure: all dimensions were found within specification. Based on the investigation results, the most probable cause for the issue reported could not be determined since the returned devices were found within specification and when carefusion quality personnel tried to duplicate the failure by applying vibrations to the bottle, the dial did not move. In addition, this is the first report carefusion has received regarding this issue. Please note that the manufacturing plant is continuing to monitor this report to identify the need for any further actions and every customer report we receive is taken very seriously.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.